Manufacturer narrative:
Additional narrative: (B)(6). This report is for ten unknown 14.5mm cortex screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. The plate was implanted on (B)(6) 2016; some of the screws were implanted on (B)(6) 2016 and some on (B)(6) 2016. It is unknown which screws were implanted on which date. Complainant part is not expected to be returned for manufacturer review/investigation as the hospital will retain the explanted hardware. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient originally suffered from a displaced intra-articular distal femur fracture on an unknown date; she was treated on (B)(6) 2016. On (B)(6) 2016, the surgeon exchanged a few of the distal locking screws due to loosening. On (B)(6) 2016 the patient was treated because she has an infection with non-union. The surgeon removed the variable angle (va) plate and screws. He then reconstructed the distal femur with antibiotic cement and spanned the fracture with a large external fixator. Patient was treated as planned and everything was removed entirely without surgical delay or any complication. This report is to capture the infection and non-union. This complaint is related to linked complaint (B)(4) which captures the screw loosening. This report is for ten unknown 14.5mm cortex screws. This is report 2 of 3 for (B)(4).